Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented to the emergency department (ed) and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos). Follow-up with the patients clinic was completed. The healthcare professional (hcp) at the clinic was able to verify that the patient has not been seen since the patient had visited the ed. There have been no programming changes completed at this time and the lead remains in use. No patient complications have been reported as a result of this event.